Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. G2. Japan medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via the manufacturer representative regarding a patient with an implantable neurostimulator (ins) for chronic pain. It was reported there was a recharge malfunction. The device was being charged, but device not detected o occurred several times. The device had been strange since the day before event day. Now the charge of the ins became zero. It wasn't hot even though it was put directly on patient skin when charging, but it had heat and getting hot at the event day. No x-rays taken, no telemetry data available. The issue was not resolved at the time of this report. The recharger was going to be replaced. No surgical intervention occurred, nor was planned. The patient was alive with no injury. Additional information was received from the rep. It was reported that the model/serial number of the ins was unknown. The implant date was provided. The replacement of the recharger was still being arranged so it had not been confirmed if the replacement recharger would resolve the issue and charge the ins.